Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received wrong troponin t results for two patient serum samples. Patient 1 had an initial result of <0.01 ng/ml and was repeated on elecsys 2010 (B) (4) on (B) (6) 2010 and obtained a result of 0.458 ng/ml. The patient was not treated based on the initial results as her previous results had been elevated so the doctor questioned the result. Patient 2 was a (B) (6) male who had an initial result of 0.53 ng/ml on (B) (6) 2010. The patient was admitted to the hospital and redrawn twice with a result of <0.01 ng/ml on (B) (6) 2010 and on (B) (6) 2010. The initial sample was then repeated on elecsys 2010 (B) (4) with a result of <0.010 ng/ml twice on (B) (6) 2010. The "in-charge nurse" stated the patient was treated for a heart attack and was dismissed. No specific information concerning the treatment could be provided. The troponin t reagent lot number was 155917. The field service representative determined there was a faulty measuring cell. He replaced and aligned the sipper tubing, replaced the measuring cell, s/r tubing, seals for the s/r and sipper probes and syringe seals. He checked all mechanisms for proper alignment. To verify the analyzer operation, he ran performance tests, calibrations and qc which all passed within specifications.